Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 20.0 diopter intraocular lens (iol) was explanted from a male patient's right eye due to a residual refractive error. The lens was replaced with the same model iol of a lower diopter (19.0). There was no complications and no patient injury.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/26/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Inspection at 10x under the microscope, the lens was observed cut in two pieces. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction: date of event in the initial report was entered incorrectly as (B)(6) 2017. The correct event date for this report is (B)(6) 2017 date of event: (B)(6) 2017. All pertinent information available to the manufacturer has been submitted.